Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported on (B)(6) 2013 that three threads of dynamic locking screw 3.7 mm were damaged. These damaged threads were recognized during standardized, planned implant removal after uneventful/ successful healing in the distal tibia. It was further reported that some parts of the thread were broken off, and they have to remove this part separately. This is report 1 of 1 for complaint (B)(4). This report is for unknown dynamic locking screw.

Manufacturer narrative:
Device was implanted on the unknown date of 2012. Device is unknown part and unknown lot number. The involved part is dynamic locking screw 3.7mm (part no. 09.213.0xxs). Investigation could not be completed and no conclusion could be drawn as no device was returned. A review of device history records was not performed the lot number was not provided. Placeholder.